Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the last firing, the device locked out with the knife blade fully advanced. After trying to use the reverse button multiple times the manual override was utilized. The manual override lever would not move easily and eventually a small piece of the lever broke off. After manipulating the device and gear components the surgeon was able to get it off of the tissue. The staples were formed through the last firing so no new device was needed. There were no patient consequences reported.